Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and scratched display window noted during visual inspection. Analysis was unable to prime during prime alarm test due to faulty force sensor resistor (gold). The motor tested ok. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.